Event description:
Additional information received noted that the event date is 29 nov 2023.

Manufacturer narrative:
Correction: the awareness date should have been 29 nov 2023, instead of 28 nov 2023.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in back-up mode. The pacemaker was explanted and replaced. The patient experienced no consequences.